Event description:
Nurse attempted to engage the safety device on the bard safety huber needle. As she was deaccessing the patient she could not get it to engage. Removed the needle and therefore the sharp was exposed.